Manufacturer narrative:
The returned device was evaluated. During evaluation, internal inspection revealed a disconnected speaker cable. The speaker audio was not functioning during alarm conditions. The speaker connector was reconnected and the speaker functioned as designed.

Event description:
It was reported that there was no alarm sound. There is no report of any patient impact or consequence as a result of the issue. No other details provided.